Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to be set to MRI mode due to high impedances present on both leads. The patient reported to have had falls in the past. As a result, surgical intervention may be undertaken at a later date to address the issue.